Manufacturer narrative:
Concomitant medical products: 5086mri45 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged some time after it had been implanted. The lead had been turned off due to the dislodgement. The lv lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.